Manufacturer narrative:
(B)(4). Upon reviewing the device it was found that lateral (left-right) articulation cable is severed. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
It was reported prior to the case when the customer opened the device, it was observed that a "prong" appeared loose so the customer opened a new device to complete the procedure.